Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1472515) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. In addition, although no physical investigation has been performed, data analysis for this product and issue has been reviewed. Review showed no adverse trends have been identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported that a few days prior to her calling customer service on (B)(6) 2014 customer's adc blood glucose meter displayed an ER-4 message upon test strip insertion. Caller further reported that on (B)(6), 2014 customer, who has gestational diabetes, was not feeling well but could not test because of the error message, so she self-presented to a local healthcare facility. In the emergency room a blood glucose test was performed and the result was "low" (exact result was not known). It is not known what customer was diagnosed with, but upon follow-up it was revealed the customer received an unspecified medication for nausea, in addition to receiving an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.